Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer stated that the printer stopped several minutes earlier. They had tried to troubleshoot but it would not work. Customer will keep the pump on the patient. There was no patient harm reported.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10. Additional information: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) had an issue that printer stopped several minutes earlier. Customer had tried troubleshooting. Fse walked them through several troubleshooting steps but it would not work. It has a self-service acct they have a getinge trained biomed. Event was caused by user error. Paper was loaded into recorder the wrong way. Installed paper in correctly and printed strips from a simulated ECG. H3 other text : repair not done by fse.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).